Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).

Event description:
A customer reported that air came out from the infusion line during surgery. The customer clamped the air line and was able to complete the procedure with no harm to the pt.